Event description:
It was reported that the tip of the unit fell off. Further, the tip was not located and was left in the shoulder of the patient. The product was not exposed to any adverse environmental conditions.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.